Event description:
An attempt was made to use a resolute integrity 3.50 x 15 mm drug-eluting stent to treat a lesion in the rca. It is reported that the lesion had little tortuosity and little calcification. The device was removed from packaging per IFU, inspected and prepped prior to use with no issues noted. The balloon of the device was inflated to 14atms and it is reported that during removal of delivery balloon following stent deployment resistance was experienced. Negative prep was held prior to and during retraction. There were no difficulties noted when deflating the device. The physician commented that it felt as if "the balloon was sticking inside the stent". The balloon was then freed and delivery system was removed from the patient. On removal the balloon material appeared stretched and distorted. No patient complications reported.

Manufacturer narrative:
Evaluation results - (root cause of the event could not be determined).

Event description:
Device evaluation: the balloon returned having previously been inflated. The stent was not returned and remains in the patient. The distal tip of the device appeared slightly damaged. The balloon material appeared distorted and appeared flattened. The area on the delivery system proximal to the wire lumen entry port appeared stretched and slightly kinked.

Manufacturer narrative:
Results, conclusions: root cause of the event could not be determined. Device or procedural images not provided for review. (B)(4).